Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 won't open, power off pyxis system. A field service engineer replaced the latch, but the issue persisted. The latch sensor was then replaced, but the problem continued. The module board was also replaced without success. Finally, the l board was replaced, and the retractable band began functioning properly. Powered on the pyxis unit and ran hardware test application (hta), which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed and required maintenance. The customer tried to reboot and recover, but the issue persisted. Customer reported that unplugging and reconnecting the power cable did not resolve the issue. The back panel was opened and inspected, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.